Manufacturer narrative:
The t:slim g4 cartridge user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing disconnected from the luer lock multiple times. There was no impact to the customers blood glucose level. The customer was able reconnect and made sure the luer-lock connection between cartridge tubing and infusion set tubing was tight and secure.